Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged she obtained a result of 194 mg/dl on the aviva system and then passed out twenty minutes later. Reporter stated that the emts came, obtained a result of 46 mg/dl and treated her with glucose intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.